Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviations during a single position lateral l3/l4 olif procedure. The surgical system was mounted to the patient using a schanz pin placed in the left psis connected to a schanz arm. The surgeon placed a cage freehand prior to the case. Registration was successfully completed with all green values and no shifts detected. The drill was used to tap and the screws were placed. Navigation looked accurate during the procedure. The bottom screw were placed laterally about 3-4 mm and were outside of the body. All of the screws were removed by the surgeon. The patient was then flipped to the prone position and the guidance system was used to place the screws. There was no patient harm and procedure was delayed over an hour.